Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 intraocular lens (iol) was explanted due to a patient not being able to see distance. There was no incision enlargement, no vitrectomy and no sutures performed. Additionally, there was no patient injury post-op. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/11/2016. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and a portion of the lens was observed missing from the optical body. The broken portion was not returned. Functional testing could not be performed. The reported complaint issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other investigation requests were issued for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.